Manufacturer narrative:
Additional narrative: subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the reported tap was broken during tapping procedure. The surgeon was unable to remove broken piece and it was left in the patients body. The surgeon continued by inserting a cortex screw in a plate hole of the diaphyseal region of the distal tibia and drilled with the tap again to change its insertion angle. The surgery was completed and there were no reports of harm to the patient. There was ten minute delay in the surgery. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the tap bit is broken off at the end of the flute and that the thread edges are blunt. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately we are not able to determine the exact cause of the breakage. Due to the wear and tear signs, we can assume that this product was an often and intensive used instrument. We do suppose that the cause of the breakage is the result of a mechanical overload situation during use. As this device is foreseen to a multiple use, the condition of the device, before surgery, may also have played a contributory negligence to the breakage. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.